Event description:
It was reported that after subcutaneous implantable cardioverter defibrillator (s-ICD) changeout, a defibrillation threshold (dft) test was performed and this electrode recorded a shock impedance of 5 ohms, which is low out of range. The dft was ineffective and the patient was externally defibrillated to stop the arrhythmia. Technical services (ts) discussed the device is potentially damaged due to shock delivery on a short circuit. The electrode was then explanted and successfully replaced. No additional adverse patient effects were reported. The electrode is not expected to be returned for analysis as it was discarded.

Event description:
It was reported that after subcutaneous implantable cardioverter defibrillator (s-ICD) changeout, a defibrillation threshold (dft) test was performed and this electrode recorded a shock impedance of 5 ohms, which is low out of range. The dft was ineffective and the patient was externally defibrillated to stop the arrhythmia. Technical services (ts) discussed the device is potentially damaged due to shock delivery on a short circuit. The electrode was then explanted and successfully replaced. No additional adverse patient effects were reported. The electrode is not expected to be returned for analysis as it was discarded.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that it is unable to exclude a device problem. This product was not returned by the customer as evidence suggests that it was discarded. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific as evidence suggests that it was discarded. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that the investigation findings could not clearly determine whether the reported observation(s) were caused by the device.